Event description:
It was reported that an unspecified malfunction alarm occurred. Customer reported needing to go to the hospital due to the malfunction, but a blood glucose level was not provided and did not provide additional details during initial troubleshooting. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.